Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that shortly after an implant procedure was completed oversensing of noise was observed with this pacemaker on the right ventricular (rv) channel. The physician reopened the pocket and explanted and replaced the rv lead. Afterwards all measurements were normal and no further issues were noted. The pacemaker remains implanted and in service. No additional adverse patient effects were reported.